Event description:
The customer reported that the ortho provue failed to detect anti-e using 0.8% resolve panel lot # 8ra200 and mts anti-igg card lot # 031506001-30.

Manufacturer narrative:
Samples were provided by the customer for investigation. Mts was able to verify the customer's complaint. The customer performed antibody screen testing on the provue and the manual gel method using 0.8% resolve panel lot # bra200 and mts anti-igg card lot # 031506001-30. Sample reacted negative on the provue with 4 of 9 e-positive cells. Upon repeat testing in manual gel, one additional cell reacted as positive. Additional testing in manual gel using the same lot of gel cards and different reagents red cells showed positive reactions with all e-positive cells. Based on the available information and the results of the investigation, the sample contains anti-e reacting inconsistently in both manual gel and on the provue. An ocd field engineer (fe) arrived on site. The fe performed repairs and the appropriate adjustments to return the analyzer to expected operation. If a significant antibody is not detected during antibody screening, or is not identified upon further testing, the patient may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. The likehood of a serious injury, while not frequent, is not remote.